Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the hypoglycemia alarm is not strong enough to wake them at night on the g5 mobile application. No medical intervention was reported. Additional event or patient information is not available.